Manufacturer narrative:
The lot number is unk as the part is still implanted. A review of the device history record of potential lot numbers showed no relevant anomaly. Integra's investigation determined that this is a first occurrence of a post operative locking screw failure, and the first failure of a locking screw to become disengaged with the screw seat. Therefore no trend noted. Hardware failure analysis is not possible due to parts not being returned. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
The reporter stated that the coral screw locking cap was observed on radiographs to have disengaged from the construct after a 3-6 month post operative check up. The pt is doing well and the surgeon doe snot anticipate having to revise the construct. Integra has requested additional clinical info.